Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation. The right ventricular (rv) lead had dislodged and exhibited high threshold, no capture, and marginal sensing. Also, the helix would not retract during the revision due to suspected tissue binding in the helix. The very tip of the lead, including the helix, was clipped off with scissors in order to remove the lead through the vein. The lead was explanted and replaced with an epicardial lead. The perforated site was repaired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Blood was observed on the sleevehead of the lead. The analyst noted that the lead was returned with the helix's tip was cut off and with dried blood and tissue visible on part of helix and in sleevehead. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.